Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, the device allegedly failed to fire. Reportedly, no tissue samples were obtained. It was further reported that the procedure was completed with another device and a guide probe was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided prostate biopsy, in normal tissue, the device allegedly failed to fire. Reportedly, no tissue samples were obtained. It was further reported that the procedure was completed with another device and a guide probe was used. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation when attempting to prime the stylet the cannula fired automatically. An x-ray showed that the cannula tangs were not fully engaging with the device housing, and upon disassembly it was noted that both bumpers were bent. Based upon the cannula firing automatically, this investigation is confirmed for self-activation. However, the failure to fire will remain inconclusive, as functional testing could not be completed. The bent bumpers likely contributed to the identified insufficient cannula tang engagement as well as the reported failure to fire and the identified self-activation. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.